Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 5/11/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: right mentor smooth round moderate profile 275cc saline prosthesis, catalog: 3501655, serial number: (B)(4), lot: 74765038230290 (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with mentor smooth round moderate profile 275cc saline prostheses. Bilateral deflation on the breast prostheses was diagnosed post procedure. As a result, the patient underwent unilateral removal and replacement on the right breast with a mentor smooth round moderate profile 350cc saline prosthesis on (B)(6) 2017. At the time of this report, mentor has received no information regarding replacement of the left breast prosthesis. This report is for the left breast prosthesis.

Manufacturer narrative:
Device evaluation summary: the device was received at mentor without fluid. White material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team discovered a rent measuring approximately 0.4 cm within a crease on the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. The DHR was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).